Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of myalgia ("muscle pain") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 55 days after essure insertion, she experienced brain fog ("brain fog"). In 2011 she experienced myalgia (seriousness criterion intervention required). On (B)(6) 2012 she experienced exhaustion ("exhaustion"). On (B)(6) 2012 she experienced diplopia ("vision double") and vision blurred ("vision blurred"). On (B)(6) 2014 she experienced muscular weakness ("muscle weakness"). On (B)(6) 2014 she experienced fatigue ("fatigue"). On (B)(6) 2020 she experienced nausea ("nausea"). Essure was removed on (B)(6) 2023. On unknown date she experienced oropharyngeal pain ("throat pain"), dizziness ("light-headed, dizziness"), migraine ("migraine") and headache ("headache"). The patient was treated with surgery (essure removal). On (B)(6) 2023, the migraine had resolved with sequelae, the myalgia, muscular weakness, nausea, oropharyngeal pain, dizziness, exhaustion, brain fog, fatigue and headache were resolving and the diplopia and vision blurred had resolved. The reporter considered brain fog, diplopia, dizziness, exhaustion, fatigue, headache, migraine, muscular weakness, myalgia, nausea, oropharyngeal pain and vision blurred to be related to essure administration. The reporter commented: discrepancy was noted for onset date of myalgia on (B)(6) 2011, since insertion date was on (B)(6) 2011. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of myalgia ("muscle pain") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 55 days after essure insertion, she experienced brain fog ("brain fog"). In 2011 she experienced myalgia (seriousness criterion intervention required). On (B)(6) 2012 she experienced exhaustion ("exhaustion"). On (B)(6) 2012 she experienced diplopia ("vision double") and vision blurred ("vision blurred"). On (B)(6) 2014 she experienced muscular weakness ("muscle weakness"). On (B)(6) 2014 she experienced fatigue ("fatigue"). On (B)(6) 2020 she experienced nausea ("nausea"). Essure was removed on (B)(6) 2023. An unknown time later she experienced oropharyngeal pain ("throat pain"), dizziness ("light-headed, dizziness"), migraine ("migraine") and headache ("headache"). The patient was treated with surgery (essure removal). On 12-oct-2023, the migraine had resolved with sequelae, the myalgia, muscular weakness, nausea, oropharyngeal pain, dizziness, exhaustion, brain fog, fatigue and headache were resolving and the diplopia and vision blurred had resolved. The reporter considered brain fog, diplopia, dizziness, exhaustion, fatigue, headache, migraine, muscular weakness, myalgia, nausea, oropharyngeal pain and vision blurred to be related to essure administration. The reporter commented: discrepancy was noted for onset date of myalgia 18-jul-2011, since insertion date was on (B)(6) 2011. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.